Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
In initial report, additional information was not provided as it should also have included the following: trace abrasion right corneal flap superiorly. Seeing 20/25 both eyes. Spk ou on 2nd day, tobradex for corneal edema and haze then lotemax and durazol. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with abrasion, dry eye and blurry vision in right eye one day post treatment. The topical steroid dosage was increased and flap lift and rinse was done. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of dry eyes and blurry vision.